Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2021 from multi system organ failure. The patient had experienced right heart failure, hepatic dysfunction, hypotension, renal dysfunction, and respiratory failure. A centrimag was implanted for right ventricular support. The patient¿s hepatic dysfunction was not preexisting the left ventricular assist system (lvas). The patient had elevated liver function test and was in liver failure requiring molecular adsorbent recirculating system (mars) treatment. They had hypotension requiring an arterial line to be placed. The patient experienced a state of prolonged low flow. The patient's pump speed was adjusted, and they were on pharmacological support using vasopressors and methylene blue. The patient had acute renal dysfunction identified by elevated blood urea nitrogen (bun) and creatinine and decreased urine output. The patient was on a ventilator for their respiratory failure and was never extubated. The patient was also diagnosed with macrophage activation syndrome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from right heart failure, hepatic dysfunction, hypotension, renal dysfunction, and respiratory failure. The device did not contribute to the right heart failure, however a centrimag was placed for right ventricular support. The patient's hepatic dysfunction was not preexisting the left ventricular assist device (lvad). The patient had elevated liver function tests and was in liver failure requiring molecular adsorbent recirculating system (mars) treatment (liver dialysis). The patient had hypotension and had an arterial line placed. The patient was in cardiogenic shock post implant. The patient had a prolonged low flow state. The patient's pump speed was adjusted and they were on pharmacological support using vasopressors and methylene blue. The patient had acute renal dysfunction identified by elevated blood urea nitrogen (bun) and creatinine and decreased urine output. The patient was placed on continuous veno-venous hemodialysis (cvvhd). The patient had profound hypoxemia and was on a ventilator for their respiratory failure and was never extubated. Veno-venous extracorporeal membrane oxygenation (vv ECMO) was initiated. The patient was also diagnosed with macrophage activation syndrome prior to their death.